Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation showed that the problem mentioned in the complaint was caused by a sw-problem which has previously been investigated and a solution is in progress. This sporadic error can happen when different position values are evaluated at the same time and when, because of this sw behavior, a zero movement routine acts during movement. In such a case, the system recognizes the problem and shows a message on the display to push and pull the emergency stop button. Doing so allows the operator to immediately work around the problem and to continue the procedure. This workaround is well described in the operation procedure. Also, the operator is generally able to get the system running again by pushing and pulling the emergency stop button. A new software version / patch vc21c is planned to be released at the end of 2018.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor mn system. During a cryoablation procedure, the user reported that the tube jammed and no movement was possible. After a system restart, the system was again operational and the procedure was completed without incident. There is no report of impact to the state of health of the patient involved.